Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot f2509801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a mynx control venous vascular closure device (vcd) was partially hydrated in an apparently irregular access site. With the balloon fully inflated and light back tension held during the two minute wait time, only the proximal and distal ends of the sealant appeared hydrated. During the two minutes, additional tension did not slow blood flow through tract. The tract was "flowing" despite the physician reaching desired tension, as indicated by the window. The sealant was not deployed, it appeared stuck on the deployment shaft and held firmly after button two was depressed. Manual pressure was used for hemostasis. There was no complication or any reported patient injury. It is stated that ultrasound may demonstrate profound lymph nodes or superficial collateralization at the access site. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6f-12f mynx control venous vascular closure device (vcd) was partially hydrated in an apparently irregular access site. With the balloon fully inflated and light back tension held during the two minute wait time, only the proximal and distal ends of the sealant appeared hydrated. During the two minutes, additional tension did not slow blood flow through tract. The tract was "flowing" despite the physician reaching desired tension, as indicated by the window. The sealant was not deployed; it appeared stuck on the deployment shaft and held firmly after button two was depressed. It was reported by the rep that button 1 was suspected to not be fully depressed. Manual pressure was used for hemostasis. There was no complication or any reported patient injury. The procedure performed was an av nodal ablation with single access in the right femoral vein. There were no grafts, and the vessel size was adequate. An unknown 8f sheath was upsized to an unknown 10f prior to closure. The access angle was good, with no access issues reported, and no ultrasound was performed following the device failure. The sealant came out with the device and appeared to be stuck on the shaft. No visible damage was observed on the sheath or the device. It is stated that ultrasound may demonstrate profound lymph nodes or superficial collateralization at the access site. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was not retracted, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were observed during the visual inspection. The simulated deployment test could not be performed, as the device was received in a fully deployed condition and the sealant was not available for evaluation. A high-magnification evaluation was conducted to inspect the internal configuration of the core wire responsible for balloon retraction. During this analysis, a misalignment was identified within the internal mechanism of the wire assembly. A product history record (phr) review of lot f2509801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-damaged¿ and ¿sealant-inaccurate placement-complete¿ could not be observed as the sealant was not returned with the device for analysis. Additionally, the reported event of the ¿bleeding¿ could not be observed as procedural images were not provided and due to the nature of the complaint. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported partial hydration of the sealant, especially since the sealant was not returned for analysis. Additionally, it is not possible to determine what factors may have contributed to the bleeding noted from the site when pulling the inflated balloon against the venotomy. However, stick technique (such as using multiple sticks or backwall sticks) and/or vessel characteristics (such as the balloon being stuck behind a venous valve or disease) are possible. Also, it is difficult to determine what factors may have contributed to the reported event of the sealant being stuck on the deployment shaft during device removal. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the vessel when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer of this component. However, per review of the product received, this condition appears to be related to the misalignment of the core wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ additionally, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the product analysis, the issue with the balloon retraction could be potentially related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.